Manufacturer narrative:
(B)(4) per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it was perceived that valve undersizing may have caused or contributed to the event. In addition, there may have been inadequate calcification to anchor the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed conclusion: known inherent risk of procedure; human factors.

Event description:
During a transfemoral procedure the 23mm sapien xt valve embolized into the left ventricle requiring open surgical retrieval and replacement. As reported, balloon valvuloplasty (bav) was performed; an additional 2ccs (19cc) was added to the delivery system and the valve was deployed 60:40 aortic/ventricular in the annulus as intended, central leak was minimal. The delivery system was removed (still on wire). A tee was in the process of being performed when the valve migrated into the lvot. The delivery system was advanced on the wire and the balloon was inflated, the valve was successfully pulled back out of the annulus. During positioning of the delivery system, wire position was lost and the valve "tumbled" freely into the lv. The patient remained stable and a sternotomy was performed to remove the thv and replace with a surgical valve. Per report, the valve was undersized. 3mensio measured an area of 428mm2 and the site measured 415mmm2 by CT. Tee demonstrated a 21mm x 22mm. The surgeon decided to use a 23mm instead of the 26 as it was thought that the 18fr sheath would not be able to be inserted. As reported, the aorta was tortuous. It was advised that a bav should not be performed as bav was performed prior to the case. The ejection fraction was 35%, the sinotubular junction diameter measured 23mm x 27mmmm and the sinus valsalva (sov) diameter measured 29mm x 30mm. The native annulus was mildly calcified, the leaflet was moderately calcified was with mild aortic root calcification.